Event description:
Additional information received indicates that the ipg was not set into surgery mode prior to the unrelated procedure.

Event description:
It was reported, that the has been inoperable. Following a surgery in (B)(6) 2024. As such, surgical intervention took place. Wherein, the ipg was explanted and replaced to address the issue. Reportedly, therapy was restored post op.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
It was reported to abbott a patient¿s ipg was inoperable. It had been implanted in (B)(6) 2024 and had not been working since the patient underwent an unrelated surgery in (B)(6) 2024. According to the patient, the ipg was only turned off, not put into surgery mode. The rep was unable to recover the device. Surgery took place where the ipg was replaced. Effective therapy was restored. On 12dec2024, it was reported technical service (ts) reviewed the clinician programmer (cp) logs which showed no instances of the cp connecting to ipg cls339.1. Ts was unable to confirm state of the ipg. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined. Additionally, the device history record of the device was reviewed to confirm that all manufacturing steps were completed and there were no non-conformances noted that could have contributed to this issue